Event description:
The customer contacted physio-control to report that their device was unable to shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker downloaded the electronic records from the customer¿s device and was unable to verify the reported issue. The customer has since quarantined the device and will not make it accessible to stryker for further evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the device logs and determined that the device was not in use during the reported event date. The customer requested that the device be functionally checked and put back into service. Therefore, after observing proper device operation through functional and performance testing, the device was returned to the customer. Root cause was still unable to be determined.

Event description:
The customer contacted physio-control to report that their device was unable to shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported.